Event description:
Intracardiac defibrillator placed 09-10-99 in pt. Returned for routine follow-up at electro-physiology study 11-05-99, which revealed lead malfunction. Pt admitted for lead replacement of ICD. Done on 11-08-99 with no complications. Pt kept overnight and released home, the following day.